Event description:
Patient reports she was having pump issues, did not specify what type of pump issues. Pharmacy did not replace device. Gammagard indication: nonfamilial hypogammaglobulinemia and hereditary and idiopathic neuropathy, unspecified. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.